Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? Yes. If so, when? Popping noise. Did anything unexpected happen prior to this incident? Asku. Was the device fired after this incident in or out of the patient? No.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No abnormal noise was listened during analysis. No conclusion could be reached as to what may have caused the reported incidents. No incident related to the reported event was observed during the batch record review. The analysis results found that the device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No abnormal noise was listened during analysis. No conclusion could be reached as to what may have caused the reported incidents. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # j91760, expiration date: 04/2017, manufacturing date: 05/2012.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there were three or four clips that would not holding. It is unknown if the clips fell into the patient. Also some of the clips were pear shape and some were scissored. The surgeon also heard a popping noise. A second device was pulled and the same thing occurred. A third device was pulled to complete the case with no patient consequence.